Event description:
Information received by medtronic indicated that the insulin pump had a crack at the back along battery side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w ver. Unknown. Retainer ring = clear. On (B)(6) 2021 the customer reported a crack on the back of the pump along the battery side. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of the belt clip rails, scratched case. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7, j6, components located at the top back side of the board, back of the lcd screen. The pcba1 j7 aa battery connector was detached from the board at the time of visual inspection. In summary, the customer¿s report of a crack on the back of the pump along the battery side was confirmed during visual inspection. The blank display noted after battery insertion is due to the severe corrosion underneath the pcba1 j7 connector. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.